Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: zosyn ivpb free-flow concerns at (B)(6) hospital. Detailed inquiry description: received the following email from (B)(6) on 5/29/2024. "There was an incident with braun pump infusing zosyn last night on 1 w an incident report was placed. Date (B)(6) 2024 time 5:21 am: rn states braun integration used was in the room with pt and ivpb infused freely. This is documented on infusion verifier on screen shot rn also stated after this occurred the pump still said zosyn had over 3 hours remaining to infuse on braun pump landing screen which I also saw on the pump. The pump and tubing is now in bio med: bme # s001182 bar code 807421. Lot # piggy back tubing 0061934189." Customer isolated pump and tubing samples in biomed. Epic ehr screenshot (attached) displays 0.99 ml volume infused by pump from 05:21 to 05:26.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the infusion pump screen was submitted for evaluation. The photograph was evaluated, and a proper evaluation could not be performed from the evidence provided. The reported defect was not confirmed. All available information was forwarded to the supplier for further evaluation. A possible root cause could not be determined. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted